Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl. Customer reported that high blood glucose was caused by incorrect basal rate setting and wanted assistance with bolus wizard to assure that setting were correct. Troubleshooting could not be performed as customer did not have insulin pump a available.